Event description:
It was reported that pump experienced malfunction with a non-resettable error and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy.